Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported her husband is having low sensor readings of 67 mg/dl or 74 mg/dl when his blood glucose is 112 mg/dl or 127 mg/dl. The low readings send customer's insulin pump into threshold suspend mode. Customer has cystic fibrosis and is new to sensors. Customer also received lost sensor alarms. He was advised of proper sensor insertion and calibration methods. He was advised to monitor the issue and call when needed. Nothing further reported.